Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 0.7 cm x 0.5 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. Parallel lines of creases were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2019, the complaint device was received and along with it, the concomitant device was also received. Upon review of the concomitant device on (B)(6) 2019, it was found to be deflated. The patient was a (B)(6) caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses. Deflation of the left side was initially reported. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the right breast prosthesis.